Manufacturer narrative:
Intuitive surgical inc. (Isi) received the instrument involved with the complaint and completed the device evaluation. The clevis pin was found dislodged from the distal clevis. The pin was returned with the instrument. Further evaluation revealed that the clevis pin was dislodged due to not being swaged. Measurements were taken of the pin diameter and the swaged end diameter measured .0620" which is the size of an un-swaged pin. The length of the pin was within specification. The customer reported complaint does not itself constitute an MDR reportable event; however; the dislodged clevis pin found during failure analysis evaluation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a pin from the prograsp forceps instrument was stuck in the mesh. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.